Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet bionic pancreas, with blood glucose reportedly decreasing to approximately 50 mg/dl for several hours after postprandial highs, and there was an early period of suspected sensor inaccuracy and a recommendation to lower the glucose target communicated to the healthcare provider. Symptoms included low blood glucose without loss of consciousness, dizziness, or other acute complications. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization, with no further issues reported afterward. Investigation included user follow-up, troubleshooting, and education conducted by support personnel. Investigation of this case revealed a cause that remained unclear and no device alerts or alarms reported during the event. It was concluded that the reported hypoglycemia had an undetermined cause, with user counseling provided and no additional corrective actions indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.